Event description:
The customer reported to olympus, the evis exera iii video system center had no image. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus technical assistance center (tac), called the customer to troubleshoot, and the customer was unable to provide any information. Tac requested he call back when able troubleshoot and provide more information. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Three gfe were conducted to obtain information after troubleshooting, but no answers were obtained, so the cause could not be identified. Olympus will continue to monitor field performance for this device.